Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a slash in the patient line tubing which caused air to enter the line. The home patient (hp) was connected at the time of the event. This occurred just prior to starting the initial drain of automated peritoneal dialysis therapy. The registered nurse stated the hp connected to the patient line and was just about to press go to start the initial drain when they noticed a slash in the patient line and air entered the line. During troubleshooting, it was reported that the patient does not have any pets in the home and did not us any sharp object to open the outer pouch of the cassette. The cause of the slash in the tubing was unknown. Proper procedures per the user manual were reviewed with the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye noted a cut approximately one inch from the patient connector (which would allow air to enter). The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.